Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction around the sensor adhesive. Sensor was inserted at abdomen on (B)(6) 2015. Patient described the skin reaction as red and itchy around sensor adhesive. Patient treats the affected area with hydrocortisone cream, prescribed by his physician on (B)(6) 2015. At the time of contact, patient reported current condition as good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).